Event description:
The customer reported a falsely elevated creatinine result on one patient sample when running on the architect c16000 processing module. The following data was provided: initial creatinine result = 7.61 mg/dl; repeat on another analyzer = 0.78 mg/dl; repeat on the first analyzer = 0.75 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
Customer returns were not available. Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 09280un22 was evaluated using world-wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 09280un22 is within the established control limits. Based on the investigation, no deficiency for lot number 09280un22 was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated creatinine result on one patient sample when running on the architect c16000 processing module. The following data was provided: initial creatinine result = 7.61 mg/dl; repeat on another analyzer = 0.78 mg/dl; repeat on the first analyzer = 0.75 mg/dl there was no impact to patient management reported.